Manufacturer narrative:
This MDR was created in error. Please reference 2032227-2018-23952 and 2032227-2018-26399 for complete information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an associated press article that the customer passed away in an unknown location. The cause of death was as a result of the insulin pump delivering a week's worth of insulin into the customer at one time. The article stated that the customer passed two months after the over delivery incident. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of the over delivery incident. The customer could not be located based on available information. It is unknown if the customer was using sensors. No further information was provided. It is unknown if the next of kin would return the insulin pump for analysis. This event was created based upon an article. The event is limited to the specific patient case presented. The event does not include aggregate events that are referenced in the article as that information was obtained via publicly available databases such as the us FDA maude database, which consists of events medtronic already reported to us FDA by medtronic. We were unable match the published event to an existing case due to limited information and therefore are submitting this as an additional report.